Event description:
It was reported that during a demonstration at the hospital, the cardiosave intra-aortic balloon pump (iabp) alarmed and shutdown unexpectedly. The screen disappeared and the drive stopped at the ICU. There was an alarm sound and the power supply turned green. Another cardiosave was brought in. There was a sudden change during diagnosis by the cco, blood pressure dropped at the start of the intra-aortic balloon (iab) insertion. The iabp shut down again. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed and shutdown unexpectedly. The screen disappeared and the drive stopped at the ICU. There was an alarm sound and the power supply turned green. Another cardiosave was brought in. There was a sudden change during diagnosis by the cco, blood pressure dropped at the start of the intra-aortic balloon (iab) insertion. The iabp shut down again. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/102): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to replicate the issue. Fault code 118 was records in the logs. The fse replaced the video generator board and the issue was resolved. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that during a demonstration at the hospital, the cardiosave intra-aortic balloon pump (iabp) alarmed and shutdown unexpectedly. The screen disappeared and the drive stopped at the ICU. There was an alarm sound and the power supply turned green. Another cardiosave was brought in. There was a sudden change during diagnosis by the cco, blood pressure dropped at the start of the intra-aortic balloon (iab) insertion. The iabp shut down again. It is also unknown if there was patient involvement. However, there was no adverse event reported.